Event description:
It was reported when using the panel phoenix nmic/ID-307 a patient isolate was misidentified as p. Rettgeri on its initial testing, it then identified as p. Mirabilis when retested. The expected result was p. Mirabilis. No health impact or consequence reported.

Manufacturer narrative:
Unknown lot number: d.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Bd phoenix nmic/ID-307 is an antimicrobial resistance panel that consists of a combination of the following 510k numbers: g5. PMA / 510(k)#: k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: this complaint is for misidentification when using phoenix panel nmic/ID-307 (catalog number 449289) batch unknown. The customer noted misidentifications of proteus mirabilis as providencia rettgeri when using nmic/ID-307. The customer did not provide panel returns, isolate returns, phoenix generated lab reports or binary files for the investigation. Since a batch number was not provided, functional testing with retention samples could not be performed as part of the investigation. Therefore, this complaint is unable to be confirmed for a panel performance issue. A review of quality notifications could not be performed since a batch number was not provided. A review of complaints could not be performed since a batch number was not provided. Complaint trending was performed, and no current trends were identified associated with this defect.

Event description:
It was reported when using the panel phoenix nmic/ID-307 a patient isolate was misidentified as p. Rettgeri on its initial testing, it then identified as p. Mirabilis when retested. The expected result was p. Mirabilis. No health impact or consequence reported.